Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2022, wherein the ipg was explanted and replaced with a different model for unknown reason. No further information is known at this time.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was still operable prior to explant and the patient had 24 hours of therapy between charges. No apparent adverse event occurred.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.